Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of ¿ no image¿ was confirmed due to a faulty charge-coupled device (ccd). The unit was also equipped with a non-olympus cable. The cause of the internal failure cannot be determined at this time. The investigation of this event is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that the camera image does not appear on the display. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible causes for the reported event are presumed as follows: since it was equipped with a cord that was not made by olympus, it is probable that a communication failure occurred and the image was no longer displayed. The legal manufacturer confirmed the contents of the instruction manual concerning the use of non-olympus products, we found the following: it is determined that this will prevent indication phenomenon. Do not repair or modify it by anyone other than those approved by olympus. It may result in injury to the patient or the operator or damage to the equipment as the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. It was confirmed that there was no unevenness.